Event description:
It was reported that during the implant procedure the right ventricular (rv) lead dislodged while the physician implanted the atrial lead. Due to tightness around the clavicle the physician could not reposition the rv lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. (B)(4).